Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection of the hemostasis seals revealed a tear resulting in a hole in the proximal seal; the distal seal appeared intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and reported leak could not be determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure air was aspirated into a syringe that connected to the extension tubing of the introducer prior to inserting the catheters. The introducer was removed from the patient and several aspirations were attempted and the air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.